Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked due to oversensing of noise by the right ventricular (rv) lead. The lead had sensing integrity counter (sic) episodes. The lead had a confirmed fracture. The lead was reprogrammed with detection and therapy turned off. The lead was revised and partially removed with the remaining capped. A new lead was implanted. No further patient complications have been reported as a result of this event.